Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, h6. (Type of investigation, investigation findings, investigation conclusions) correction: e1 (event site email). A getinge field service engineer (fse) evaluated the unit but was unable to duplicate the reported malfunction. The fse performed preventive maintenance with full calibration, functional checks, and safety tests per manufacturer specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump(iabp) failed pneumatic leak test. There was no patient involved.